Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2022. On the morning of (B)(6) 2022, the patient´s mother replaced the sensor for him and started a new sensor session. The dexcom g6 app then showed "sensor error" and "replace sensor now". She decided to remove the defective sensor and install another one. However, the sensor wire of the defective sensor was missing and could not be found. The patient was taken to the hospital and an x-ray was performed. The x-ray confirmed that the sensor wire was under the patient´s skin in the upper arm. There were photographs provided of the x-ray showing the sensor wire in the patient´s skin. The patient underwent surgery for the sensor wire removal on (B)(6) 2022. The wound with stitches was around 2.5 to 3 cm long. At the time of the report the patient still had pending the removal of the stitches (2 weeks after the surgery). No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.